Event description:
Report received from baxter-great britain states "the infusor was connected to the patient and after 5 days the reservoir split and it split all over the chest of the patient. No side effects were felt by the patient." Device contained 5-fu-50 mg/ml, ns, for a total fill volume 87 ml. The report states nurses at the reporting facility have re-checked the patient "for any signs or problems after this incident and all is okay."